Event description:
Healthcare professional also reported "abdominal pain"; this is not device related. Additionally, healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified encapsulation, red particles in the shell, brown particles in the shell, green mold (approx. 10%) in the shell, deformation, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device was underweight. Device was reweighed on mo 502-65-004 and identified device weight was within specification. Based on the device analysis the final assessment was device was not ruptured. Additional, changed, and/or corrected data: b.5., b.6., b.7., d.6b., d.9., h.3., h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "textured implants." Additionally, healthcare professional reports "breast implants demonstrate internal capsular rupture¿. Healthcare professional additionally reports "abdominal pain". Device has been explanted.

Event description:
Healthcare professional reported left side "textured implants." Additionally, healthcare professional reports "breast implants demonstrate internal capsular rupture¿. Healthcare professional additionally reports "abdominal pain"; this is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.